Event description:
Omnicell machine in operating room froze while attempting to dispense narcotics. All medication drawers were locked and screen was frozen. Pharmacy was notified and dispatched to correct issue. Machine was down for approximately 17 minutes before it unfroze and medications were able to be withdrawn. During this time period, a patient was under anesthesia in the operating room and a total intravenous anesthesia (tiva) case was being performed.